Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of - 14.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vault, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.